Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres in 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.